Event description:
It was reported that the patient¿s electrode on their lead broke. They performed imaging and then testing to determine which electrode was affected. The patient stated it was #10, which was the one that was also providing the most coverage. They tried to go in and add an additional lead at a lower level but it was unsuccessful due to the amount of scar tissue. The healthcare provider (hcp) reported there was a lead malfunction and as a result the patient experienced poor coverage. The cause of the broken lead was not determined. The manufacturer¿s representative (rep) reported that at ¿some point the patient¿s system wasn¿t right,¿ and they weren¿t getting coverage which started sometime around (B)(6) of 2014 and the patient saw a rep. Around that time. At that time the physician decided to perform a trial by adding a paddle lead for the patient to see if this helped with the coverage. The rep. Stated she attended this trial ¿a few months ago,¿ prior to (B)(6) of 2015 and the trial was unsuccessful for getting additional coverage. The patient was then seen by a physician in (B)(6) for a surgical consult. The implantable neurostimulator (ins) was going to be removed the week of (B)(6) since they were unable to do anything more and therapy would be discontinued. On (B)(6) the patient went in for pre-operative testing: EKG, blood work, and a breathing test but no imaging. The device had been very hot since then and visibly red. The patient was explanted on (B)(6) 2015 but the rep. Could not confirm which components of the system were explanted. The rep. Lastly noted regarding the patient¿s current lead they couldn¿t confirm if the lead was broken or if there were any issues with the existing lead as the patient went to several physicians.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).